Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that system was not turning on as there was no power to the system. Found bad power supply in m cabinet. Further to this action fse checked led lights, led was on for input but there was no led on for output. The defective parts were sent for analysis, engineer performed bench test and visual inspection found all led were off and fan did not spin. Bench test confirms the electrical defect. However, to resolve the issue fse replaced power supply. After the replacement, the system returned to use in good working order.

Event description:
It was reported to philips that the system was not turning on as there was no power to the system. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.